Event description:
Reportedly, the instrument fired the staples, but the staples did not close. The staples then fell into the cavity. All staples were retrieved and the doctor hand sewed the abdomen. This was an open procedure and the doctor uses the endo for the extra length. Procedure: sub total gastrectomy. Two days later, pt was brought back to the or, for peritonitis and gastric leak. At time of the second surgery the leak had sealed itself off. The abdomen was irrigated and staples lines checked. No leaks noted at that time. The or rn, stated that during the initial surgery the instrument fired but the sound of the instrument was different. The audible gas release sound was not as loud. Pt status: critical and remains on the ventilator.